Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set connector piece on the headset broke, customer was then unable to re-connect the headset to the transfer set. On one or two occasions when this happened, customer faced elevated blood glucose readings. No adverse event was reported. The infusion set was requested to be returned for product evaluation.